Event description:
It was reported that the device was found to be in backup vvi via remote transmission. Patient was asymptomatic. A device download was successfully performed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.